Event description:
Complaint description: a hospital nurse reported that loss of image occurred during a colonoscopy procedure. To the best of her recollection, the procedure was completed and there were no complications related to the occurrence.